Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report following receipt of the device and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that an mr290v autofeed humidification chamber cracked during use. No patient consequence was reported.